Manufacturer narrative:
H.6. Investigation: a failure was reported on a bd bactec 9050 instrument (p/n 445800, s/n (B)(6)). Customer indicated false positives. No erroneous results were reported to doctors, and patients were not impacted. A bd field service engineer (fse) was dispatched and replaced (#pn 440038 - membrane switch 9050 spare), control panel rim molded. The instrument deemed functional and handed over to the customer for use. This is a confirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not needed due to the age of the instrument. Service history for (B)(6) was reviewed and revealed a previous complaint related to false positives resolved by replacing the exchange magnet and attachment of the carousel. The root cause was believed to be faulty membrane switch. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h.10.

Event description:
It was reported that while using instrument bactec 9050 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " customer reported getting multiple false positive results. These bottles were placed at random over the instrument and do not correspond to particular stations. Temperature in the instrument is within specs, 35 degrees. Instrument does not show any error message."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using instrument bactec 9050 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer reported getting multiple false positive results. These bottles were placed at random over the instrument and do not correspond to particular stations. Temperature in the instrument is within specs, 35 degrees. Instrument does not show any error message."